Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history lot review was completed for this lot and there was no complaint found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar was biased, and subsequently broke during attempt to implant the second stent from a trabecular microbypass stent system. Per report, 1 stent was successfully implanted, and the trocar piece was removed from the patient¿s eye intraoperatively. There was no report patient injury. Additional information has been requested.